Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that the battery cannot be pressed to check the battery status. When pressing the check battery status indicator light, the battery status light does not turn off, and the screen will show battery is depleted. The fse tried plugging in the battery and charging it and it showed normal charging status. Battery was replaced due to not being able to press to check the battery status.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) battery status cannot be checked. There was no patient involvement.